Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a right surgical laparoscopy with partial colectomy and anastomosis, during the common enterotomy of ileocolic anastomosis, the staples did not deploy. It was stated that the surgeon cut the tissue thinking that the staples had deployed. Another reload was used to complete the case. It was stated that there was an unanticipated tissue loss due to the malfunction.